Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced high capture thresholds and helix retraction difficulty. When the lead was initially inserted, the helix mechanism extended without complication. High thresholds were observed, so the physician attempted to retract the helix mechanism in order to reposition the lead. After numerous attempts, the lead dislodged and became stuck in the tricuspid valve resulting in damage to the helix mechanism. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched out and dried blood/tissue was present around the helix. The lead returned mainly intact but was missing a portion of the helix tip that was not returned. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break 15 mm from the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The dislodgment and high capture threshold allegation were not confirmed despite the inner coil fracture. The helix difficulty/fracture likely occurred during the implant procedure which is consistent with torsional overload. No other conductor abnormalities were found.

Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced high capture thresholds and helix retraction difficulty. When the lead was initially inserted, the helix mechanism extended without complication. High capture thresholds were observed; therefore, the physician attempted to retract the helix mechanism in order to reposition the lead. After numerous attempts, the lead dislodged and became stuck in the tricuspid valve resulting in damage to the helix mechanism. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.